Event description:
Description of event according to study: ((B)(6): EU custom made aortic data collection project). A 76-year-old female presented with a primary diagnosis of a thoracoabdominal aortic (taaa) degenerative aneurysm. Pre-procedural imaging: preoperative CT imaging identified involvement of the celiac artery, superior mesenteric artery (sma), right renal artery (rra), and left renal artery (lra). The proximal landing zone was in zone 3 (first 2 cm distal to the left subclavian artery), and the distal landing zone extended to zone 10 (common iliac arteries). Index procedure ((B)(6) 2025): the patient underwent endovascular repair under general anaesthesia. Estimated blood loss was 600 ml, with approximately 243 ml of blood products administered intraoperatively. Additional procedures included bilateral iliac angioplasty and femoral artery reconstruction. No endoleak or stent graft integrity issues were observed at the conclusion of the procedure. Postoperative course: (B)(6) 2025 (post-op day 4): follow-up CT revealed a left-sided access site hematoma and a new type ia endoleak. (B)(6) 2025 (post-op day 6): the patient underwent a secondary intervention, which included: o stent placement at the left subclavian artery (lsa) o proximal aortic relining using a zta-p-38-167 (lot# e4340698) with in situ fenestration for the lsa (bentley begraft peripheral 8x57 mm) o covered stenting of the left external iliac artery (10x50 mm and 8x100 mm) o surgical revision of the access site hematoma ¿ (B)(6) 2025: a new aortic dissection was identified. The site attributed this to the proximal aortic device placed during the secondary intervention (zta-p-38-167, lot# e4340698), they also assessed as possibly related to the patient¿s fragile aorta and acute aortic arch anatomy. Management at this time was observational. As the devices was used in patient with horton arteritis it is considered off label use as device is not tested in patient with infected aorta. Patient outcome: secondary intervention occurred to treat the type ia endoleak, aortic dissection and access site hematoma: proximal aortic relining (zta-p-38-167 lot# e4340698) with in situ fenestration for lsa (bentley begraft peripheral 8x57mm) left external iliac artery covered stenting (10x50mm + 8x100mm) surgical wound revision.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: this complaint is opened to address a retrograde dissection in a patient enrolled in a prospective, post-market, multicentre, observational study (MDR-2091). A 76-year-old female presented with a primary diagnosis of a thoracoabdominal aortic (taaa) degenerative aneurysm. Preoperative CT imaging identified involvement of the celiac artery, superior mesenteric artery (sma), right renal artery (rra), and left renal artery (lra). The proximal landing zone was in zone 3 (first 2 cm distal to the left subclavian artery), and the distal landing zone extended to zone 10 (common iliac arteries). The patient had previously underwent thoracic endovascular aortic repair (tevar) procedure, on (B)(6) 2025 with placement of zta-pt-34-30-209 proximal and a zta-p-32-201 distal. Index procedure (B)(6) 2025: the patient underwent endovascular repair, only abdominal stents and grafts are listed, no information about a thoracic graft is provided. Additional procedures included bilateral iliac angioplasty and femoral artery reconstruction. No endoleak or stent graft integrity issues were observed at the conclusion of the procedure. (B)(6) 2025 (post-op day 4): follow-up CT revealed a left-sided access site hematoma and a new type ia endoleak. (B)(6) 2025 (post-op day 6): the patient underwent a secondary intervention, which included: stent placement at the left subclavian artery (lsa). Proximal aortic relining using a zta-p-38-167 with in situ fenestration for the lsa (bentley begraft peripheral 8x57 mm) covered stenting of the left external iliac artery (10x50 mm and 8x100 mm) surgical revision of the access site hematoma. (B)(6) 2025: a new aortic dissection was identified. The site attributed this to the proximal aortic device placed during the secondary intervention zta-p-38-167 (current complaint), they also assessed as possibly related to the patient¿s fragile aorta and acute aortic arch anatomy. Management at this time was observational. As the devices were used in patient with horton arteritis it is considered off label use as device is not testet in patient with infected aorta. The complaint reported by the user was confirmed. Complaint is confirmed based on visual and/or functional inspection. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Event is related to the implanted stent graft. Images were returned for evaluation. The images were reviewed by clinical personnel and the following was determined: ¿on day 6 post-op ((B)(6) 2025) a secondary intervention was performed using a zta-p-38-167 to extend the proximal end of the previous thoracic endograft up into the arch to resolve the type 1a endoleak. This also involved an in-situ fenestration of the zta graft (that is ¿ they created a fenestration for the l. Subclavian artery ¿ lsa ¿ commonly done using either radiofrequency or laser) and a bridging stent placed into the lsa. On (B)(6) 2025, the CT scan confirms the presence of a large retrograde dissection extending from the proximal end of the zta arch graft to the ascending aorta, making it a type a dissection.¿ and ¿no fault or failure of any of the endovascular devices, but problems almost certainly due to fragility of the vessel walls, most likely due to history and presence of giant cell arteritis (horton arteritis). Problems include the initial taaa, as well as the endoleaks and the retrograde dissection.¿ a review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is evidence to suggest that user did not follow the instructions for use and/or label. It is reported that the patient had horton¿s arteritis and according to the instructions for use the safety and effectiveness of the zenith alpha thoracic endovascular graft have not been evaluated in patient with aortitis or inflammatory aneurysms. In addition, an insitu fenestration was performed on the zta device, which is also outside the instruction for use. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause was identified, per the imaging review the patients underlying disease (horton¿s arteritis) made the vessel wall fragile and contributed to the retrograde aortic dissection. In addition, an in situ fenestration was performed on the zta device, it is unknown whether this contributed to the reported event. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.